Event description:
It was reported by the affiliate that during a subtotal colectomy, ileo-rectum anastomosis, the surgeon found that the rectum was not totally cut off after firing the device. The staples were malformed and the washer was not cut off. The surgeon changed to another like device to complete the procedure. The or time was extended by more than one hour. There was no other patient consequence.